Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with the blood glucose level of over 500 mg/dl. Customer experienced symptoms such as nausea and vomiting. Customer also stated that the cannula was bent. Customer stated that the auto mode of insulin pump was inactive. Customer was treated with intravenous fluid and insulin. The insulin pump will not be returned for analysis.